Manufacturer narrative:
(B)(4)

Event description:
It was reported there was far-p wave oversensing that were triggering non-sustained rv oversensing episodes. Review of the egm confirmed the device was oversensing the p waves. Programming changes were made. The patient was fine.